Event description:
It was reported that the patient experienced urinary incontinence with their artificial urinary sphincter after three years of use. The patient did not experienced incontinence while lying down, only while sitting. The position of the cuff displaces with changes in body position. The system is scheduled for revision in (B)(6) 2018. It was further reported that a revision surgery was performed on (B)(6) 2019. After incising the perineum and checking the condition of the urethra, the physician found that the cuff was quite loose. "When the cuff is closed, it is possible to insert the hegel dilator no. 4." All components of the aus were explanted and a new aus device was implanted. This was done mainly to replace the cuff from a 5.5cm cuff to a 4.0cm cuff. The physician believes that the urethral tissue had atrophied due to hormonal therapy that was performed after originally implanting the aus.

Event description:
It was reported that the patient experienced urinary incontinence with their artificial urinary sphincter after three years of use. The patient did not experienced incontinence while lying down, only while sitting. The position of the cuff displaces with changes in body position. The system is scheduled for revision in (B)(6) of 2018. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.